Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a broken needle. The sensor was inserted at the leg, which is off-label usage of the device, on (B)(6) 2019. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that the needle was broken. The reported event of a broken needle was confirmed.